Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is running really slow. The hard drive was 76% full. The representative was removing patient exams when the system exited software unexpectedly.

Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component found that the system had a bad hard drive causing the issue. If information is provided in the future, a supplemental report will be issued.